Event description:
A (B) (6) male pt contacted lifecor customer support to report that his battery charger is doing "nothing." A pt services representative (psr) visited the pt and reported that only one battery pack will not charge. She stated that the other battery pack was charging normally. The psr replaced the pt's battery pack.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack sn (B) (4) has been completed. The battery pack had a damaged battery connector. The connector pin was so bent that the battery pack would not make contact with the battery charger. The root cause of the damage cannot be positively identified, but appears to be the result of the battery pack being forced into a misaligned monitor connector. The connector was repaired. The battery pack was retested and then restocked. No adverse events resulted from the damaged battery pack. The pt received a replacement battery pack.